Event description:
The following has been reported: pump returned to biomed with note attached stating "error 54-0080." Error code 54 indicates coulometer failure or battery not present. All event logs show timestamp for alerts coinciding with 2024-02-12 11:45am timestamp when pump was turned on. Battery may have failed previously. Battery has been replaced for pm and error is not occurring. Performing pm to check for any issues with pump. Downstream occlusion test failed, alarm went off before pressure reached above 0.85 bar. Recalibrated pressure sensors and redid downstream occlusion test twice and test passed.pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass. Reporting as a conservative measure. No adverse event reported. More information is needed to complete the investigation.